Manufacturer narrative:
H6: investigation summary a complaint of a chemo spill due to damaged product was received from the customer. A photo of the defective set was provided by the customer. In the photo, the damage cannot be seen. A device history record review for model 10014881 lot number 22129197 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. H3 other text : see h10.

Event description:
It was reported that the bd alaris smartsite low sorbing secondary set was defective causing leak. The following information was provided by the initial reporter: hospital had a chemo spill today because one of the secondary tubing's broke.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite low sorbing secondary set was defective causing leak. The following information was provided by the initial reporter: hospital had a chemo spill today because one of the secondary tubing's broke.